Event description:
The color-coding on the instrument. During a lap appendectomy, the "green tip" from the instrument fell into the pt's incision. Two other instruments were also used and not certain of which instrument the tip came from. The abdomen was explored and nothing was found. Attempts were made to obtain more info.